Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was hospitlized (date not reported) and treated with IV antibiotics. The implanted device remains.it is unknown if there plans to explant the device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.